Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 432mg/dl. The cause was unknown. Reportedly, the customer¿s health care professional administered a manual injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.